Event description:
It was reported by service report that the patient left base tube is damaged and may not support weight. There were exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.